Manufacturer narrative:
Tracking #.48552. Based upon the inquiry info rec'd, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident in which "the clips malformed" during surgery. The applier was rec'd in good physical condition, with a clip in the jaws and with no anomalies observed. The applier was examined and was found to be functional. The applier was cycled, fed, and properly formed the remaining 15 clips within design spec and without incident. It was concluded that the applier was conforming.

Event description:
It was reported the mcm30 was used during an unknown procedure. It was reported the clips malformed. There was no consequence to the pt.